Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 05-jul-2023. H6: investigation summary a complaint of sets tip breaking off was received from the customer. A sample was received for investigation. Through visual inspection, the customer complaint was confirmed. The spike had broken off the drip chamber. A device history record review could not be performed because the lot and model number are unknown. The manufacturing plant was notified of this complaint. The root cause of the broken spike was determined to be an issue at the supplier. The supplier of this component was notified of the defect.

Event description:
It was reported that during use with an unspecified bd infusion set the tip of the tubing broke off. The following information was provided by the initial reporter: it seems here ... We had an incident where an infusion set tubing's tip broke completely off.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd infusion set the tip of the tubing broke off. The following information was provided by the initial reporter: it seems here ... We had an incident where an infusion set tubing's tip broke completely off.